Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique. The hp was treated with inj. Vancomycin. The hp was retrained on how to properly perform pd therapy. The hp recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Unknown date in (B)(6) 2012. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.